Manufacturer narrative:
Investigation: ten samples of lot 1906110 and an additional ten samples of lot 1904101 were returned to our quality team for investigation. The product was visually inspected and no defects were identified. Functional testing was performed, engaging and disengaging the injectors and a sample connector from lot 1905108 as well as lot 1905112. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A device history review was performed for lots 1906110 and 1904101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It has been reported that the injector luer lock n35c has been found with the injector loose during use. The following has been provided by the initial reporter: once again we encounter problems with the connection between the connector and injector in the department with a delivered cytostatic syringe. This was 3 times the case for an intrathecal injection on pediatric oncology this week. It is difficult to determine which lot number was used. We have different lot numbers of injectors with cap and connectors in stock.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the injector luer lock n35c has been found with the injector loose during use. The following has been provided by the initial reporter: once again we encounter problems with the connection between the connector and injector in the department with a delivered cytostatic syringe. This was 3 times the case for an intrathecal injection on pediatric oncology this week. It is difficult to determine which lot number was used. We have different lot numbers of injectors with cap and connectors in stock.